Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint received with return of device. Failure (event) observed during analysis. A partial lead with the three connector legs was returned. External insulation abrasion was noted at 4.2-4.8cm from the connector pin, consistent with lead friction to the ICD can. (B)(6). (B)(4).